Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that communication could not be re-established. The hcp was going to schedule for a replacement. No further complications were reported.